Event description:
The customer reported a cartridge alarm 20, which occurred during the load process and while in use, and had been experiencing cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump and provided instructions for placing the current pump into storage mode prior to return. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery and received instructions for actions to take upon receiving the replacement pump. The problematic pump was to be returned within 10 days using a pre-paid ups label.